Manufacturer narrative:
The investigation confirmed the customer's allegation. The error was reproduced with rpm 1.7.5 3d - if the system is induced to frequently lose and re-acquire tracking of the 6-dot marker block. The root cause of the malfunction is related to a design deficiency within the smart track software library used only by the rpm 1.7.3d version. The risk associated with the malfunction is when trace inversion occurs during the treatment session. The user fails to notice the inverted trace due to poor patient breathing performance or lack of familiarity with the system. A single fraction is delivered improperly with a total miss (2-4% dose error) resulting in marginal harm. In this case the patient received a minor misadministration to the lung (maximum under dose of approximately 3.8%). A customer technical bulletin will be sent to affected customers to provide clarification and further instructions regarding this issue. No follow-up reports are anticipated.

Event description:
The customer reported that a patient was planned to be treated with 5400 cgy for a lung tumor with a gated treatment. The beam was to be on during expiration and off during inspiration. The customer reported that for one session, the treatment was delivered incorrectly as a result of the sine wave being "flipped". The customer mentioned that this was phased based gating and also stated that audio coaching was used and the therapist could hear "breathe in" and the beam would be on. The customer stated this occurred twice and the sine wave display flipped from the beginning of tracking process. The oncologist was informed that the patient was treated to the correct area. However, the treatment was gated on the incorrect phase - which may mean that the tumor did not get the intended dose. The oncologist was ok to proceed with treatment, however, he wanted to make sure this did not happen again. No other patient data provided in the customer's report.